Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for foreign matter on needle tip due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that foreign matter was found during use with a syringe 0.5ml 1/2in 90 bx 450 mo. The following information was provided by the initial reporter, "consumer reported, when she removes the shield from some of the syringes, she's finding something on the tip of needle. Stated, it looks like a "small piece of tissue" or "hairline" asked to speak with manager because she had the same issue 20 years ago stated, the issue occurred in two boxes but consumer could not provide a lot. "